Event description:
It was reported that the lead had increased and high impedance. It was also reported that there was an apparent fracture. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed, and revealed that the lead had high resistance/ impedance. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:03 and (B)(6) 2012 02:15:04. The daily hv (high voltage)-lead impedance trend data shows an abrupt increase for min and max svc defib impedance equaling 55 to 12568 ohms peak between (B)(6) 2011 and (B)(6) 2012.